Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.3.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device was not detected on bus and scanner was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not detected on the bus, and the scanner was not functioning, the newly installed keyboard had fading letters. A field service engineer (fse) found that the full-height cubie drawers in enhanced drawer 6 had failed. A reboot resolved the issue with the failed pockets. The fse tested the cubie drawer and pockets to confirm functionality. The barcode scanner was not responding, so the barcode scanner assembly was replaced. Additionally, the keyboard cover was faded, and the fse replaced the keyboard silicone. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device was not detected on bus and scanner was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.